Event description:
It was reported, approximately seven months post implant, twiddler syndrome was indicated. Consequently, a revision procedure was completed: lead excised and replaced with a same brand lead uneventfully.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, but defib conductor distorted and fractured (overstress), apparent explant damage noted, and blood found on several conductors and helix mechanism; partial lead in segments returned and analyzed.